Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 09-nov-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and the patient regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that the patient was at the hospital with complaints of their spinal cord stimulator (scs) not working and they had severe neck pain. The patient programmer wouldn¿t connect/synch to the implant with or without the antenna. The patient stated they had severe neck pain, and they mentioned burning/shocking sensation that goes to their upper back, neck and head causing headaches. The patient stated their muscles twitched like it was on fire this morning and they could barely walk. The patient also had lower extremity pain. They stated that their normal stimulation was from the ribs down to their toes, but stimulation was going up to the patient¿s head. The healthcare provider (hcp) said the issue started two days ago, but the patient stated the issue started this morning. The patient stated they last used the patient programmer to connect with the implant just the other day. There had been no fall /trauma according to the hcp. The hcp stated that they had ordered an x-ray and the lead appeared to be fine. The hcp did mention that the patient had a lead issue (2012) and they thought they might have the same issue again. When technical services spoke with the patient they mentioned that issue occurred when they replaced the prime cell ins. The pain issue began today ((B)(6) 2018) and the lead issue occurred in 2012. The doctor stated they needed immediate technical assistance. No further complications were reported/anticipated.